Manufacturer narrative:
H2, h3: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot #: p901159, ubd: unknown, UDI#: unknown. The 9735821r camera case part was returned to the manufacturer for evaluation. It was reported that the returned camera (psu) had many scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .882mm with a passing threshold of .250mm. Code c02 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a electronic picture archiving and communication systems (pacs) transfer of a scan for a case later in the day, there was a "localizer faulted" message on the screen. It was also noted that the camera fault light was on. The camera was replaced and case was started on time several hours later. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: concomitant product section d information references the main component of the system. Other relevant device(s) are: 9735821, lot number: unknown g2: foreign country - new zealand h3/h6: the system was serviced in the field and the camera was replaced. Codes b01, c08, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.